Manufacturer narrative:
(B)(4). Date sent: 12/10/2015. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Patient¿s pre-op diagnosis/condition: sigma diverticulitis, no neo-adjuvant therapy, no relevant co-morbidities response received: the circular stapler was closed on tissue and tissue was evenly placed in the instrument. The orange indicator was in the middle of the green scale. The tissue was in a normal condition. During firing the characteristic cracking noise was not detected. After firing it was observed that the staple line was ok but the instrument did not cut correctly. Instrument could not be removed from tissue and therefore it was opened completely and the anvil was removed from the trocar. Dissection of incomplete anastomosis and a new anastomosis was performed. Patient received a protective artificial stoma. Procedure was not performed in double stapling technique. Patient has already been discharged from hospital. Out of the patient the instrument was inspected by the surgeon and he observed that the knife did only deploy a few millimeter.

Event description:
It was reported that during a sigma procedure, the device did not cut correctly. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m5479r. Manufacture date: 6/23/2015. Expiration date: 5/23/2020. Additional information received: was this planned as part of the sigma procedure or was this the result of the dissection of the incomplete anastomosis? According to our information this protective artificial stoma was not planned. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: the following information was requested, but unavailable: the device was returned for analysis without the washer present. Do you know if the washer is available for return? Is the stoma temporary or permanent? What is the current patient status? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were all tissue layers present in both donuts when inspected? What was the appearance of the donuts? What was the users experience with the device? Response: there is no further information available.